Event description:
Product was placed 6/04/98. On 3/31/99 when trying to "traction remove," the dome detached from the shaft where it is put together. "The dome needed passed" and was left in patient's stool. Device was replaced with a mickey button.